Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. A patient experienced high impedance after a fall was reported to abbott. It was also determined the patient was auto reducing shocking sensation. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall resulting in the patients lead having high impedance. Additionally the patient reported experiencing auto reducing and a shocking sensation following the reported fall. The patient underwent surgical intervention on (B)(6) 2023 wherein the patients scs lead was replaced and therapy was restored.